Event description:
Pt called on-call rn to report his daptomycin 600 mg / ns 100 ml [se0200-100] not infusing and stated that he has been connected for 45 min and the ball has not gotten any smaller. It was supposed to run for 30 min. On-call rn instructed pt to disconnect the tubing from the PICC, being careful not to touch the tips to see if there is any medication dripping. He reported to on-call rn that the medication was dripping. On-call rn instructed him / his wife to flush again with saline, then reconnect the medication and allow to infuse again. Pt instructed to call on-call rn if dose does not infuse. No return call from pt to on-call rn. Lot unk; device not available for return.